Manufacturer narrative:
Per the instructions for use, valve malposition and paravalvular leak (pvl) requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case the malposition was attributed to patient factors (bulky/severe leaflet calcification). Also, as reported, ventilation was not held during inflation which may have contributed to the malposition. . The pvl was most likely caused by the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards european affiliate that during the transfemoral tavr procedure, the sapien xt valve was positioned 60:40 aortic/ventricular but landed 80:20 a/v. During deployment the valve rose slightly and was misaligned due to the patient's bulky calcification. Post-dilatation was performed to reduce the paravalvular leak (pvl) but with no significant success. The decision was made to deploy a second valve. A second sapien xt valve was deployed within the first valve, which reduced the pvl to none. The patient was noted to be stable at the end of the procedure. The native aortic annular diameter measured 20mmx23mm by CT and had an area of 360mm&#11168;the native annular calcification was moderate, leaflet calcification was bulky/severe and root calcification was moderate. The patient had moderate ventricular septal hypertrophy. The image intensifier angle and the coaxial alignment of the valve and delivery system was described as good, ventilation was not held and there was no loss of pacing capture during deployment.